Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x20mm promus element ¿ drug-eluting stent was advanced to the lesion. However, during procedure, the stent struts were broken. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR:the stent delivery system (sds) was returned for analysis. There were several stent struts at the proximal end of the stent that raised from balloon and lifted in a distal direction. This type of damage to the stent is consistent with the edge of the stent getting damaged during withdrawal. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x20mm promus element¿ drug-eluting stent was advanced to the lesion. However, during procedure, the stent struts were broken. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.